Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and severely calcified left below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed using sterling es and 2.0-20/143 coyote es balloon catheters. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that the balloon has a pinhole at the markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and severely calcified left below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed using sterling es and 2.0-20/143 coyote es balloon catheters. No patient serious injury or adverse event were reported.